Event description:
It was reported that the patient had a refill for their morphine pump on (B)(6) 2013. It was reported that pump telemetry was done at 11:10; 6.3ml was left in the pump. Patient¿s skin was cleaned with ¿povidine iodine, sterile drape placed.¿ the template was placed over the pump, a #22 non-coring needle was inserted, and it was reported that they ¿felt the needle touch back of the pump.¿ it was reported that 5.8ml of morphine was removed and discarded. It was reported that the needle was held in place and pump filled with morphine. ¿initial 1ml inserted and withdrawn to assure needle placement in pump.¿ it was stated that throughout pump fill every 2-3 cc, needle placement was checked with withdrawal of 1cc of morphine. It was reported that at the end of pump fill, 2cc of morphine was withdrawn and put back in pump to assure needle placement was still in pump. It was reported that at ¿11:35, after pump fill patient stated they did not feel very well.¿ initial blood pressure (bp) was 114/62. Vital signs were checked bp of 111/62, pulse of 72 and oxygen (o2) saturation of 92%, emergency services (911) was called. It was reported that patient received respiration assistance with a mask and ambu-bag, it was further stated that the patient was intubated by the physician due to o2 saturation of 33%. It was reported that ambulance staff arrived and took over the patient¿s care. Patient was transported to a hospital emergency department and was admitted to intensive care unit. It was noted that the patient was discharged on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10815r46, implanted: (B)(6) 2001, product type catheter. (B)(4).